Event description:
It was reported that the monopolar curved scissors instrument orange insulation was noted to be peeling after the scissor tip was removed after a da vinci hysterectomy with bilateral salpingo procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that various areas of the pad printing were missing at the tube extension. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.